Manufacturer narrative:
The insulin pump operating currents are within specification. No battery out limit alarm noted. However corroded battery cap contact noted during visual inspection. Device passed displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. Intermittent button response noted due to corroded keypad traces. No ramping numbers noted. Severly scratched lcd window, scratched around casing, and cracked lcd display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.